Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was not duplicated. The device's firmware was updated. The device passed all testing. No components were replaced in regard to the reported issue. Additionally, during the evaluation the machine flow sensor and muffler assembly were replaced due to dust contamination. The device's blower bellow seal, blower mount, system board tubing, blower tubing, fio2 tubing and air inlet foam filter were replaced due to saline pollution/discoloration.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.